Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18 user has high glucose value. Note: manufacturer contacted customer on 6/3/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she did not currently have any diabetic symptoms. The customer stated that she had driven herself to the hospital on (B)(6) 2017. Customer stated her blood glucose test result when at the hospital was 702 mg/dl; the hospital diagnosis had been high blood sugar. Customer stated she was given insulin and fluid. Customer stated there were no new medications or healthcare programs suggested by healthcare professionals. Customer stated she left the hospital on (B)(6) 2017. Customer stated she had performed a blood test with the truemetrix air meter and obtained a result of 132 mg/dl. (B)(4).

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred as soon as the blood was absorbed. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated that she had dry mouth, excessive thirst and was urinating more than usual. Customer stated that she would seek medical intervention due to her symptoms. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/28/2018; customer stated she just opened this vial of test strips because another vial had been giving her the same error message. The meter memory was not reviewed for previous test result history.